Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable drug infusion device. The drug being delivered was 4,000 mcg/ml fentanyl at 1,201.4 mcg/day. The reason for use was spinal pain. It was reported that in 2016 ¿about six weeks after implant¿ date of (B)(6) 2016, the patient ¿wore a binder for a month and then pump moved and landed on top of leg.¿ in (B)(6) 2016 a cosmetic surgeon performed a procedure (as insurance denied coverage and she had to pay (B)(6)), the surgeon said that pump wasn¿t anchored. A manufacturer¿s representative (rep) was reportedly at the procedure for this occurrence of erosion and was notified of the issue. In (B)(6) 2017, the patient stated that they had a procedure to correct pump erosion and the skin was paper thin. It was reported that this was ¿about 3 months after implant¿ (contradictory to the pump being implanted on (B)(6) 2016). The patient reported that they spoke to another rep about this issue in 2017. In 2018, ¿about 2 months ago¿ prior to the call date of (B)(6) 2018, the pump pocket ¿started to erode.¿ it was unknown if the device actually ruptured the skin. The patient stated that ¿it is coming through and the skin is paper thin.¿ ¿the pump is going through the skin.¿ the patient stated that the healthcare professional (hcp) is aware of the situation and she did see him last thursday ((B)(6) 2018) and received an epidural. On (B)(6) 2018, the hcp said that he would talk to the nurse and have the nurse call the patient, however, the patient had not yet received call from nurse. The patient reported that they are ¿very thin ,¿ at a (B)(6) and the pump has been in that site for several years. An infection was not mentioned, the patient stated that she wanted to prevent an infection. The change in therapy/symptoms was noted as gradual. The patient was redirected to contact the hcp office for medical direction. The patient reported that if needed, she will go to the emergency room (ER), however she would prefer not to go to the ER. She stated that she has previous medical training and has sterile gauze over the site and if she starts to notice any fluid on the gauze she will take action. She is scheduled to see her cosmetic surgeon on friday ((B)(6) 2018) and will check if he can perform procedure and asked if a rep could be there to provide guidance. It was suggested that the cosmetic surgeon contact the manufacturer to page a rep as soon as possible, and that patient said that they won't call until he sees her first. The patient then mentioned additional medical information and said that she ¿doesn't make part of immune system and uses a plasma product on a regular basis.¿